Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and he experienced high blood glucose of 552 mg/dl which he treated with manual injection. The customer stated he had issues with the adhesive on the infusion set getting stuck inside the serter and not being able to insert. He cleaned the serter and was able to insert the infusion set successfully.